Event description:
A healthcare professional (hcp) via the manufacturer representative (rep) reported that impedance tests were performed which showed there is an open circuit on contact 3. It was further noted that the issue was resolved at the time of the report. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the extension s/n (B)(4) found no anomalies.